Event description:
It was reported to boston scientific corporation that a rotatable oval snare was opened during preparation for a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the nurse found the cautery pin to be detached from the handle; therefore, the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was opened during preparation for a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the nurse found the cautery pin to be detached from the handle; therefore, the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin to be detached; no other issues were noted. The unit extended and retracted according to specifications during functional analysis. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. However, review and analysis of all available information failed to indicate a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.